Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used this incident, it was determined that the half height drawer 5 had bad rails. A field service engineer (fse) replaced the half height drawer, reassembled the device, and rebooted the system. The drawer was successfully assigned, and the customer tested it without issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary rails were broken on half height drawers 5.1 and 5.2. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.